Event description:
The customer reported the system exhibited a loss of image sync resulting in a loss of usable live image. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was evaluated and pins were found to require repair. The system was tested and found to be working as intended and returned to service.